Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, when applied on the antrum of stomach, three reloads had poor staple formation. Only first 10mm was good then open staples were noted on the rest of the reloads. Staple line was also incomplete distally. Open staples fell into the patient's cavity. Another device was used to resolve the issue in order to complete the case. There was no patient injury.